Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menses') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menstruation irregular outcome was unknown. The reporter considered menstruation irregular to be related to essure. The reporter commented: essure coil is identified at the base of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal closure devices which appear in appropriate position and which appear to successfully occlude both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menses') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menstruation irregular outcome was unknown. The reporter considered menstruation irregular to be related to essure. The reporter commented: essure coil is identified at the base of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal closure devices which appear in appropriate position and which appear to successfully occlude both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstruation irregular quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report